Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the emboshield nav6 was prepared accordingly without issue including the filter loaded into the delivery catheter (dc) pod. The procedure was to treat a mildly tortuous, mildly calcified internal carotid artery that was 80% stenosed. The dc was advanced beyond the target lesion, and when deployment was initiated, it was noted that the tip of the dc was separated into two parts and the filter completely failed to be deployed. Both parts of the dc remained on the barewire. The nav6 was simply withdrawn, including the separated portion. There was no adverse patient effect and no clinically significant delay in the procedure. A new nav6 was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported separation of the dc pod was confirmed. The reported deployment failure could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information and evaluation of the returned device, the deployment failure appears to be the result of the separated distal shaft/dc pod. It may be possible that the distal shaft of the delivery catheter was restricted or entrapped within the mildly calcified and 80% stenosed anatomy, and during positioning, the separation occurred resulting in deployment failure; however, this could not be conclusively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.